Manufacturer narrative:
During further follow up with pt, pt is using cartridges past it's recommended time, when correcting her bg's she is not using the pump but doing the math in her head. No product has been returned for eval. Should new info become available a follow up MDR will be submitted.

Event description:
Received info stating pt was admitted to ICU after experiencing hyperglycemia with dka. Pt was treated with insulin drips and fluids.